Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette had disconnected from the transfer set during peritoneal dialysis therapy. During the troubleshooting, it was determined that the patient had disconnected while sleeping and was unsure as to how it happen. The technical service representative advised and assisted the patient with ending the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.